Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, tile medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and got pregnant and had miscarriage. She underwent a salpingectomy to remove essure. During salpingectomy, it was discovered that both of the essure coils had migrated. She underwent a salpingectomy to remove essure. Miscarriage is an unanticipated event according to the reference safety information for essure. The other events are anticipated. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Therefore a causal relationship between essure and the reported pregnancy cannot be excluded. With regards to the event migration of the device, the exact date and mechanism are not known. However, based on its nature, a causal relationship with essure cannot be excluded. Regarding miscarriage (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. Considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to essure. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("both of the essure coils had migrated"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure of the device". In (B)(6) 2010, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain"), arthralgia ("joint aches"), alopecia ("hair loss"), feeling abnormal ("brain fog"), amnesia ("memory loss") and dyspareunia ("dyspareunia"). The patient was treated with surgery (salpingectomy to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, arthralgia, alopecia, feeling abnormal, amnesia and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, arthralgia, alopecia, feeling abnormal, amnesia and dyspareunia to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and got pregnant and had miscarriage. She underwent a salpingectomy to remove essure. During salpingectomy, it was discovered that both of the essure coils had migrated. She underwent a salpingectomy to remove essure. Miscarriage is an unanticipated event according to the reference safety information for essure. The other events are anticipated. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Therefore a causal relationship between essure and the reported pregnancy cannot be excluded. With regards to the event migration of the device, the exact date and mechanism are not known. However, based on its nature, a causal relationship with essure cannot be excluded. Regarding miscarriage (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. Considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event was considered as unrelated to essure. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil perforated fallopian tube"), device dislocation ("both of the essure coils had migrated / migration"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy") in a female patient (gravida 7, para 3) who had essure (batch no. 20227411) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure of the device". The patient's past medical history included multi gravida, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2010), streptococcus test positive (with previous pregnancies), cervical dysplasia (cryotherapy) on (B)(6) 2010, anemia (vitamins) on (B)(6) 2010, vaginal odor and miscarriage. She denies other problems, she denies past surgical history. She is not having any medical history or surgiacl history, she is also not having any family history. Previously administered products included for contraception: depo provera on (B)(6) 2010; for an unreported indication: hemocyte-f on (B)(6) 2009. Concurrent conditions included body mass index normal, low grade squamous intraepithelial lesion (cauterized and froze sells) since 2012, penicillin allergy, dizzy, burning micturition, pain, smoker (6-10 cigarettes: every day) and vaginal discharge. Concomitant products included anaesthetics (anesthesia), methadone hydrochloride (methadon) from (B)(6) 2013 and metronidazole. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("back pain"). In 2010, the patient experienced arthralgia ("joint aches / joint pain (mild)"). In 2014, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On (B)(6) 2015, 4 years 11 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2016, the patient experienced depression ("depression") and insomnia ("insomnia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), feeling abnormal ("brain fog"), amnesia ("memory loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), musculoskeletal pain ("shoulders pain"), neck pain ("neck pain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and weight decreased ("weight loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with gabapentin, vitamins, surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, abortion spontaneous, pregnancy with contraceptive device, arthralgia, alopecia, feeling abnormal, amnesia, dyspareunia, vaginal haemorrhage, menorrhagia, musculoskeletal pain, neck pain, depression, insomnia, bladder disorder, urinary tract disorder and weight decreased outcome was unknown and the back pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, amnesia, arthralgia, back pain, bladder disorder, depression, device dislocation, dyspareunia, fallopian tube perforation, feeling abnormal, insomnia, menorrhagia, musculoskeletal pain, neck pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion on (B)(6) 2010 patient had pap smear resulted in endocervix, curettage - one fragment of metaplastic epithelium with mild squamous dysplasia with hpv effect. On (B)(6) 2015 se underwent bilateral digital mammograms resulted in 1. Bi-rads category I - bilateral negative mammograms. Current weight 133 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("coil perforated fallopian tube"), device dislocation ("both of the essure coils had migrated / migration"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy") in a female patient (gravida 7, para 3) who had essure (batch no. 20227411) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure of the device". The patient's past medical history included multi gravida, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2010), streptococcus test positive (with previous pregnancies), cervical dysplasia (cryotherapy) on (B)(6) 2010, anemia (vitamins) on (B)(6) 2010, vaginal odor and miscarriage. She denies other problems, she denies past surgical history. She is not having any medical history or surgical history, she is also not having any family history. Previously administered products included for contraception: depo provera on (B)(6) 2010; for an unreported indication: hemocyte-f on (B)(6) 2009. Concurrent conditions included body mass index normal, low grade squamous intraepithelial lesion (cauterized and froze sells) since 2012, penicillin allergy, dizzy, burning micturition, pain, smoker (6-10 cigarettes: every day) and vaginal discharge. Concomitant products included anaesthetics (anesthesia), methadone hydrochloride (methadon) from (B)(6) 2013 to (B)(6) 2013 and metronidazole. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain ("back pain"). In 2010, the patient experienced arthralgia ("joint aches / joint pain (mild)"). In 2014, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). On (B)(6) 2015, 4 years 11 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2016, the patient experienced depression ("depression") and insomnia ("insomnia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), feeling abnormal ("brain fog"), amnesia ("memory loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), musculoskeletal pain ("shoulders pain"), neck pain ("neck pain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and weight decreased ("weight loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with gabapentin, vitamins, surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, abortion spontaneous, pregnancy with contraceptive device, arthralgia, alopecia, feeling abnormal, amnesia, dyspareunia, vaginal haemorrhage, menorrhagia, musculoskeletal pain, neck pain, depression, insomnia, bladder disorder, urinary tract disorder and weight decreased outcome was unknown and the back pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, amnesia, arthralgia, back pain, bladder disorder, depression, device dislocation, dyspareunia, fallopian tube perforation, feeling abnormal, insomnia, menorrhagia, musculoskeletal pain, neck pain, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion on (B)(6) 2010 patient had pap smear resulted in endocervix, curettage - one fragment of metaplastic epithelium with mild squamous dysplasia with hpv effect. On (B)(6) 2015 se underwent bilateral digital mammograms resulted in 1. Bi-rads category I - bilateral negative mammograms. Current weight 133 lbs. Most recent follow-up information incorporated above includes: on 22-feb-2018: pfs+mr received. Reporter added, lot number received, indication updated, historical and concomitant condition added, concomitant and historical drug added, events added as follows: fallopian tube perforation, bladder disorder, urinary tract disorder,back ain, vaginal bleeding, menorrhagia, musculoskeletal pain, neck pain, insomnia, depression. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.